Manufacturer narrative:
Correction of the impact codes: h6 field if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) recorded a holter monitor strip where pacing was not delivered when required for 14 seconds. The patient has been experiencing an increasing number of episodes where they have been feeling lightheaded and like they are going to pass out. Furthermore, there was one fall. The physician agreed to lower monitor zone and monitor the patient for now. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) recorded a holter monitor strip where pacing was not delivered when required for 14 seconds. The patient has been experiencing an increasing number of episodes where they have been feeling lightheaded and like they are going to pass out. Furthermore, there was one fall. The physician agreed to lower monitor zone and monitor the patient for now. The ICD remains in service. No additional adverse patient effects were reported.